Manufacturer narrative:
The insulin pump was received with no button response, due to corroded keypad traces. No button error alarm was noted. The device was also received with minor scratches on the display window, a cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and a cracked case at reservoir tube window corner. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer stated she was at the beach but did not go into the water. Customer's blood glucose was 454 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.